Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred. Reportedly, the customer inserted a cartridge outside of the load sequence. Blood glucose level was 270 mg/dl. A new cartridge was loaded to resolve the issue.